Manufacturer narrative:
A loaner meter was sent to the customer. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Product labeling states: "the coaguchek system uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas deviations can occur when compared to methods using other thromboplastins. However, those deviations between thromboplastins of different origin (e.g., rabbit based) are not specific to coaguchek products. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared to other laboratory methods." Section e3: occupation is patient/consumer.

Event description:
The customer reported a discrepant result on a coaguchek inrange meter. A sample from the customer was tested using the meter, resulting in a value of 3.3 inr. At an unknown time on the same day, a sample from the customer was tested in the laboratory using an unknown method, resulting in a value of 2.5 inr. The patient's therapeutic range was not provided.